Event description:
Suit was filed. Pt received bilateral knees in 1995. Suit papers claim they failed after 8 years due to premature deterioration of the product. Left knee was revised in 2003 and the right will take place in the near future. The right knee was revised in 2005 by a doctor at hospital. The part/lot number for the right knee revision is: 86-6061, lot: 012978. In 2005 received op notes which indicate that the right knee patella was found in multiple pieces.